Event description:
It has been reported to philips that during a pulmonary vein isolation (pvi) ablation procedure, the system was unable to emit x-rays. The procedure was delayed but able to be completed. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure completed after few restarts. A philips field service engineer visited the site and found an error in the kvma unit during startup. The system log review indicated an error related to a generator exception. The fse replaced the kvma unit, and after the replacement, the system was returned to working order. The codes have been updated based on the investigation's outcome.